Manufacturer narrative:
An event of the device being unable to deploy in the desired shape was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that a 9f non-abbott delivery system was used for the implant procedure. The delivery system was 1 size larger than is recommended.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicates that the devices distal disc pretend in a bulbous deformation during deployment. The device was removed and replaced with a non-abbott device to resolve the event. Dek.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 18 mm amplatzer cribriform occluder was selected for implant. During the implant procedure, while deploying the device, it was unable to deploy in the desired shape. No additional information was provided.

Manufacturer narrative:
An event of "the distal disc deployed in a bulbous deformation" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.